Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was pain by incomplete paresthesia. The outcome was resolved without sequelae. Interventions included explanting and replacing the lead. A new lead was implanted. The event resulted in an unscheduled clinic or office visit. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the lead which was connected to the implantable neurostimulator (ins). On a visit they tried to do as many programs to have the stimulation on the left and right arms because he did not feel on the left shoulder and his left elbow so they decided to fix a date to have a new lead and maybe change that one. In the meantime the patient was to have an operation on his left shoulder.